Event description:
The complainant alleged that the medics attempted to cardiovert a 79 year old male pt with the device and stat "padz", but the device would not discharge. The medics were able to cardiovert the pt with the device's external paddles. The complainant indicated that the reported malfunction had no adverse effect of the pt.